Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited intermittent loss of capture (loc). Rv threshold measurements were in the 2 v to 3 v range and rv output was programmed to 3v. The patient experienced multiple falls. The pacemaker was pacing at 68 beats per minute (bpm), however at times, the heart rate was in the 30 beats per minute (bpm) range. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.